Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with a piece of the cannula cap damaged and missing from the cannula tabs. The provided device was fully dispensed. For fire testing the trigger was unblocked and functional test was conducted successfully, the device worked as intended. The device was disassembled and no straps were found inside cannula spindle. No abnormalities were noted on internal device components. Tabs were measured and those ones are within specification. This is an indicative that this issue was caused due to an external cause.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During evaluation, it was noted that the device was returned with a piece of the cannula cap damaged and missing from the cannula tabs. There were no adverse patient consequences reported. No further information is available.